Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they needed a representative to be at their doctor's appointment on monday to help adjust their settings. Patient said they were not getting as much help on their right side where they have the most pain and the stimulation was more to the left side. Patient then said with the weather dropping as cold as it was, they were in pain and tried to see how high the stimulation would go, but the stimulation only went up on their left side and not on the right side. Patient first noticed the stimulation issue in december. The patient was redirected to their healthcare provider to further address the issue. Additional information from the rep indicated that the patient had a lead revision/replacement. They stated that the 0-7 lead was showing high impedances on every electrode, 4 electrodes showed closed. This was the lead she was using primarily, when programmed on the other lead it didn't stimulate her right side. The lead that was showing high impedances was used primarily for right sided pain. Impedance tested prior to the surgery. During the case, the lead was removed and placed back in the battery. It still showed high impedances. Leads were then switched to the other lead slot to ensure there wasn't any issue with the battery. Impedance measurements were the same. The lead was successfully replaced. Both leads ended up being replaced during the case. The surgeon said he was dealing with a lot of scar tissue and the "good" lead was accidentally moved during the procedure. It was decided to replace both leads.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jan-2020, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #:(B)(6), ubd: 08-jan-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads and anchor. Product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead. H3: analysis of the lead (s/n: (B)(6)) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (s/n: (B)(6)) revealed that conductor 0 was broken; 20.4 cm from the distal end of the lead. Analysis of the accessory bumpy anchor revealed that the injex anchor migrated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.